Event description:
Surgeon was using a harmonic scalpel for dissection, and during the procedure the handpiece was set down onto the drape where the tip burned a hole through the drape only. A new drape sheet was placed over the hole and the surgeon notified of the incident. Scrub kept handpiece up on mayo stand for remainder of procedure when not in use.======================manufacturer response for sterile laparotomy drape pack, sterile laparotomy drape pack (per site reporter).======================awaiting response.